Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting procedure, inflation difficulties occurred. A 12x2.5 express2 monorail device was advanced to the unspecified lesion however the balloon would not inflate. The device was removed and a shaft kink was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok. However, device analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the returned complaint device revealed a shaft break and tip damage. The stent delivery system (sds) was received in two pieces due to a break 19.5cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any deficiencies that would have contributed to the event. The distal end of the sds was further examined and there was tip damage. No damage was found on the stent or balloon; there was no evidence of positive (inflation) pressure. During analysis there were no inflation issues; the balloon was successfully inflated with the stent. There was contrast visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).